Manufacturer narrative:
Barring the sample being repeated, no additional troubleshooting was performed by the customer. A definitive part was not identified, therefore, the architect isr61041 was considered the likely cause. The service history of the isr61041 verifies no subsequent issues have been reported related to elevated/erratic results. No contributing factors in the month prior to the complaint were identified in- regards to the system. The trending review determined no trends identified for the architect i2000 instrument (ln 03m74-02). The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for architect i2000sr inst, sn (B)(6) was identified. A2: age at time of event; initial: updated to 71. A2: age units (patient); initial: ni/updated to years. A3: gender; initial: updated to female.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect stat high sensitive troponin-I result for a (B)(6)-year old female patient presenting with palpitations and dizziness while running on the architect i2000sr analyzer. The following data was provided: the initial troponin-I result generated on 05jul2021 was 116.5 ng/l (positive) and repeat result of 3.8 ng/l (negative). The customer did not provide their reference range for the architect stat high sensitive troponin-I, therefore using the package insert female cutoff of 15.6 ng/l. There was no impact to patient management reported.